Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned and analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Concomitant product: d224trk crt-d, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting fluctuating thresholds and high impedance, was delivering inappropriate shocks, and had a suspected fracture. The rv lead detections were turned off and subsequently the rv lead was explanted and replaced. During the lead replacement, a cardiac resynchronization therapy defibrillator (crt-d) was attempted but not used because the physician felt that the lead pin did not fit well into the right ventricular (rv) lead port. A different crt-d was then implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.